Event description:
It was reported to boston scientific corporation that an interject needle was used in the small intestine during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the needle detached in two pieces. The device was removed from the patient and the procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: medical device problem code a0501 captures the reportable event of needle detached. The returned interject needle was analyzed, a visual evaluation was performed which noted that the inner hub separated from the outer hub. The needle was exposed and it was confirmed that it was not broken, it was properly attached to the device. Marks in the inner hub were visible on the device indicating the locking feature for the inner hub was used. Additionally, marks were observed in the outer hub indicating that the components were previously joined. No other issues noted. Based on all available information, it is possible that handling and manipulation of the device during unpacking/prepping/testing or during the use of the device could have contributed to the handle detaching. Therefore, the most probable root cause for the problem found during the analysis is adverse event related to procedure. However, the reported issue of needle detached was not confirmed during the analysis. This device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis it was determined that the needle was not broken, it was properly attached to the device. Therefore, the root cause for the reported failure is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Initial reporter address 1: (B)(6). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the small intestine during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the needle detached in two pieces. The device was removed from the patient and the procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.